Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified and the cause could not be specified. It is likely reprocessing deviated from the instructions for use as the material appeared to be residue from improper cleaning steps. There was no damage to the area where foreign material was detected. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope had no air or water flow with the error message "flow control problem". No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which was causing insufficient reprocessing. This report is to capture the reportable malfunction of foreign material that remained in the nozzle during reprocessing.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the suction and air water cylinders were discolored; switch two (2) was damaged; the screw stopper was damaged; due to the clogging of the nozzle, no air was fed; the angle wire was worn, causing the play of the up/down knob to deviate from the standard value; the plastic distal end cover had a chip; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.